Event description:
Third degree burn/substantial burn on my left lower back hip area/deep, painful and undoubt [burn third degree]. It was a faulty product [product quality issue]. Case description: this is a spontaneous report from a contactable nurse (the pt). An adult female pt of an unspecified age and ethnicity (who is also licensed massage therapist) started to use thermacare heatwrap (thermacare lower back and hip) via an unspecified route of administration from an unspecified date at an unk dose for lower back pain. The pt's medical history was not reported. The pt's concomitant medications were not reported. The pt had used the product over the years with great satisfaction. She recently purchased the product on (B)(6) 2012. On an unspecified date, the pt applied the thermacare heatwrap to her lower back for treatment for the suggested time. On an unspecified date, the pt experienced a substantial burn at the area of one of the heat discs on her left lower back hip area, exactly the size of one of the heat elements. The burn was ugly, deep, painful and no doubt will leave a scar. She stated that it was a third degree burn based on the pictures that she provided. She stated that the burn had penetrated the specific layers of skin into the tissues, which classified it as a third degree. Since she is a nurse, she decided to treat herself. Her conclusion was that this particular batch was defective. The pt had enclosed the box top with the lot number on it and the receipt of purchase. The pt had notified product safety commission as well as the consumer healthcare department. The outcome of the event "third degree burn" was recovered with sequelae while the event "product complaint" remained unk. Additional info has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2012): new info reported from a contactable nurse includes: pt data. Follow-up ((B)(6) 2012): new info reported from a contactable nurse includes: event (upgraded to reportable medical device report) and outcome. Follow-up attempts completed. No further info expected.

Manufacturer narrative:
Company comment: based on the available info, the company cannot exclude a possible relationship between the event "third degree burn" and device product. The event is assessed as associated with device use. This case is assessed as initial reportable case based on the follow-up info.